Manufacturer narrative:
The device was not returned to olympus for evaluation. Based on similar reports, a potential cause for this type of damage to the teflon pad and the accompanying alarm is operator¿s technique. The device instruction manual contains several warning statements to prevent thermal and mechanical damage to the jaw area and teflon pad: ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that during a laparoscopic gynecologic procedure, the teflon pad burned and created char on the tip of the device, which the clinician cleaned off. The device also caused an alarm when the device was activated with no tissue in the jaws. When the device was examined, the teflon pad was found detached, exposing metal underneath. There was no report of patient injury or damage to the probe. The procedure was completed using an unknown replacement device or intervention.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturer (OEM). The OEM performed a review of the device history record (DHR) and found no anomalies during the manufacturing of the subject device and lot number.